Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support, and additional information could not be obtained.